Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) picture was provided for evaluation, and it was observed only the lid stock was shown with the catalog number and batch number. The reported defect was not able to be replicated or confirmed from the picture provided. The provided picture does not offer the details necessary to confirm the reported defect or determine any root cause at this time. No sample was provided for evaluation. The actual defective device is a valuable tool in investigating the cause of this incident. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description; the valves at the y connection sites are leaking. No injury reported.